Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 400 mg/dl with symptoms of dehydration (dizzy and lightheaded). It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with no information provided regarding any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Review of potential causes for inaccurate deliveries determined that all basal deliveries were correct and as programmed. No information was provided regarding bolus deliveries, potential causes for bg issues, and potential causes for perceived inaccurate deliveries. Several attempts by the customer support to follow-up on the matter were unsuccessful and the reported issue remained unresolved. The reported hyperglycemia did not meet the criteria for a serious injury. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved.